Event description:
It was reported by the customer to health canada that a gaymar machine was not responding to changes in set point temp. The patient was in the rewarming phase and the machine was not rewarming, actually getting colder. All lines were checked, rectal probe was in proper place. Pad very cold. Set temp at 33.7 and pad temp at 12 degrees. Vitals remained stable throughout. Further information was not provided.

Manufacturer narrative:
Attempts to contact the account to obtain further information surrounding the alleged issue; however, no further information was provided. Device not accessible for evaluation

Event description:
It was reported by the customer to health canada that a gaymar machine was not responding to changes in set point temp. The patient was in the rewarming phase and the machine was not rewarming, actually getting colder. All lines were checked, rectal probe was in proper place. Pad very cold. Set temp at 33.7 and pad temp at 12 degrees. Vitals remained stable throughout. Further information was not provided.